Event description:
A customer reported an issue during a survey response where their pump did not work for half a day, and there was a risk of developing ketones. There was no adverse impact to the customer's blood glucose level, which was recorded at 423 mg/dl. To address the issue of air bubbles and gaps in the tandem mobi cartridge, the customer administered a correction bolus via the pump and did not require third-party assistance. The customer resolved the issue by changing the cartridge and infusion set, resuming insulin delivery, and was instructed to use room temperature insulin when filling the cartridge, which they acknowledged and understood.